Event description:
The patient reported that his seizure rated had increased recently. However, his vns was checked a few months prior and said not to be at end of service. The patient then reported on (B)(6) 2011 that he was doing great. Additional information regarding the increase in seizures is unknown at this time. Attempts for additional information are underway.

Event description:
Additional information was received from a nurse with the patient's treating neurologist. She indicated that the patient has increases in seizures multiple times a year with no known triggers. However they believe this is due to the patient's disease. She stated that the patient truly has intractable seizures which don't respond to medications and the patient is not a candidate for surgery. Overall, the patient has seen some benefit from vns and the neurologist does not feel that the patient's seizure increases are related in any way to vns. It is just the patient's typical disease pattern. No other information was made available.